Event description:
It was reported that an x-ray confirmed pump had flipped. There were no patient signs or symptoms related to the event. The device system was used to infuse morphine and bupivacaine. The event was considered ongoing. It was then noted nine days after the initial report that device surgical repositioning was done, the device was turned over and sutured to the wall on (B)(6) 2013. Patient outcome was noted as resolved without sequela.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).